Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. The lead remains in use and will continued to be monitored, as the patient continues routine follow-up. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.